Manufacturer narrative:
A partial lead with the connector pin measuring 45.5 cm was returned for analysis. External insulation abrasions were noted at 34.1-34.4 cm, 34.5-35.3 cm and 40.5-41.7 cm from the connector pin, which was consistent with friction to another device or feature of the heart. The outer coil was exposed at these locations. A fracture of the inner coil was noted at 44.0cm from the connector pin. This is consistent with the observation from the field of impedance and sensing anomalies.

Event description:
It was reported that an asymptomatic patient presented in clinic for a tricuspid valve implant, there were low impedance values and no p-waves were sensed on the atrial lead. A fracture was observed on the atrial lead and the tip was separated at the point of the rv ring electrode and partial part of the lead was dislodged in the svc. The lead was partially explanted and replaced. The patient¿s condition was stable before and after the procedure.